Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted outer insulation damage 244-255mm from the terminal pin. Microscopic analysis indicated the insulation damage was initiated by a localized compressive stress on the tubing surface. The outer conductor coils (anode conductor) in this area were deformed, flattened, and fractured and the inner insulation was abraded as well. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle/ first-rib region. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this ventricular lead had sustained insulation damage due to clavicular crush. Therefore, the lead was explanted and replaced. No adverse patient effects were reported.